Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance >200 ohms. Technical services (ts) discussed seeing if the patient had any other implants and if there were any other device issues. Ts also discussed troubleshooting options to see if they could reproduce the out of range shock impedance or discover any other device malfunctions. No patient symptoms were reported. This lead remains in service.